Event description:
During a laparoscopic cholecystectomy, the endoclip applier times two was not operating properly; the clips dropped out. Retrieved clips that did not close and replaced clip applier with one that did function correctly. Instrument involved was reference number 176657 (10 mm medium/large clip), lot# j2a0004x and nle0799. All clips were retrieved under visualization. There was no harm to the patient.